Event description:
It was reported that the customer received the incorrect replacement and still need their original device replaced. The received device is showing error on the monitor. They removed and reinserted the batteries aa per the manual. The error did not clear so the monitor was return to us for a warranty claim. No patient injury has been reported.

Manufacturer narrative:
DHR review not required as smiths medical did not receive product for investigation and the reported item is a supplied purchased finished good (pfg) not manufactured by smiths medical. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.